Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) yr old female pt contacted zoll customer support to report that the pt was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detection. The pt was treated at 20:14:12. The rhythm at the time of treatment and the post-shock rhythm are unk due to noise and artifact. The pt's nurse reported that the device started to alarm when she was helping the pt out of bed at the nursing facility. The pt was not symptomatic at the time. The response buttons were not pressed during the entire event. The pt was taken to the emergency room and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the emergency room and continued to wear the lifevest. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor (B)(4) - reuse. Electrode belt (B)(4), 11/2010 reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.